Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter packaging had no perforation on it. This was noticed prior to use. The following information was provided by the initial reporter, translated from japanese to english: "hcp noticed that there is no tear-off line on the package before use."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received two unused insyte autoguard bc 22ga units in sealed packages from material 381023, lot number 9304018. In addition, six photographs were submitted which displayed similarities to that of the returned units. A microscopic evaluation was performed on the returned samples, which revealed no perforation slit between the packages, but there was a perforation separation approximately one inch long between the two packages on one end. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to an incomplete cut due to low cutting pressure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter packaging had no perforation on it. This was noticed prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp noticed that there is no tear-off line on the package before use."